Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The field service engineer (fse) replaced the data acquisition (da) printed circuit board (pcb) to address the issue. The ventilator passed all test and operated with in the manufacturing specifications. The da pcb was return for analysis. An investigation was performed was tested, no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during testing, the ventilator pressure accuracy test was failing. The ventilator was not in use on a patient at the time of the event occurred.